Event description:
During a total knee procedure, the surgeon was using the plasma blade to trim off some residual cement from around the plate. The power button was inadvertently activated. A small "candle" flame was seen, but was immediately extinguished with a wet sponge. The surgical site was irrigated and upon inspection, no tissue damage or burn was noted. There is no known patient injury. The procedure was completed without further complications.